Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in emergency department for ventricular tachycardia with multiple shocks. The patient was cold and was coughing for 2 weeks and had fevers and sweats the night before admission. Upon interrogation of the implantable cardioverter defibrillator, the patient had multiple shocks and anti-tachycardia pacing (atp). It was noted that the patient had multiple shocks and atp in 2017. Temporary programming changes were made and the patient was treated with medication.